Manufacturer narrative:
The device was inspected before use with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was noted while advancing the device to the lesion. Excessive force was not used. It was reported that stent deformation occurred in-vivo during positioning. The procedure was completed with the same type of stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use an endeavor resolute rx coronary drug eluting stent. It was reported that the stent was noted to have burrs and was therefore replaced immediately. No patient injury was reported.